Manufacturer narrative:
Correction: patient weight updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-01738, related manufacturer reference number:1627487-2023-01740. It was reported that the patient experienced ineffective therapy. Imaging confirmed lead migration. Reportedly, the patient had started physical therapy 3-4 weeks post-implant. As a result, surgical intervention may be undertaken in the future.